Event description:
Customer stated that test strips are not being presented by the meter and that their daughter passed out in a restaraunt because they could not get the instrument to present a test strip. The patient's family member gave their orange juice and when the paramedics arrived their blood glucose was 407 mg/dl. The customer was asked to return the meter for evaluation and a replacement meter was provided.